Manufacturer narrative:
On the basis of the final result of the investigation that a pressure drop has occurred, this case is reportable other than initially evaluated. The affected device and its logbook were analyzed in the course of the investigation. The logbook analysis showed that the error "device failure" was detected on (B)(6) 2017 at 4:16 pm. The observed device failure occurs when the inspiratory measured sensor pressure is at least 5 mbar smaller than the expiratory sensor pressure. As a result of this error, the ventilation system relieves the pressure, discontinues the ventilation and alerts with high priority. Both the device check following the event and a one-week test did not reveal any technical errors or abnormalities on the device. Based on the results of the investigation it is likely that a temporary occlusion in the area of the patient breathing system is the cause of the event. In accordance with the specifications, the device has a visual and acoustic alarm.

Event description:
It was reported that the message "device failure, replace device" was displayed at 4:16 pm. The device had been used for the same patient for a few days. No injury has been reported.